Event description:
Bovie pencil activated on it's on during a surgical procedure. When the operating room team heard the activation sound, they looked at the pencil. No one touched the pencil to activate. Burn noticed on upper abdomen. Removed equipment from operation.